Event description:
It was reported that the patient experienced syncope. It was noted that the right ventricular (rv) lead was fractured during an unrelated surgical procedure. The rv lead exhibited noise over-sensing, high capture threshold and pacing impedance issue. The rv lead was capped and replaced on (B)(6) 2026. The patient's condition is unknown.